Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultrasmart meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On the morning of (B)(6) 2013 the patient obtained the blood glucose reading of 200 mg/dl on the reported meter which she claimed was inaccurately high compared to her expected values. After this reading, the patient took her usual dose of insulin. The patient manages her diabetes with insulin taken on a sliding scale. Afterwards, the patient experienced the symptom of passing out; she did not seek any medical attention or receive any treatment. The meter, test strips and control solution were replaced. As the patient suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.